Event description:
It was reported that the extraction screw was broken during use. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). The DHR was reviewed and no issues that would have resulted in this complaint were found. The additional evaluation of the complained extraction screw shows that it was broken due to mechanical overloading during use. Reviewing the manufacturing and material records show no deviation to the specifications. No product fault could be detected.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Date of event was (B)(6) 2012. (B)(6). Placeholder.